Event description:
On (B)(6) 2011, a customer contacted baxter's technical service center stating that the hc filled him and the solution bag with air. The patient stated that he had to go to the hospital because the hc filled him with air, the hc is noisy and leaked on him and does not alarm. The device was swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. During a follow up call on (B)(6) 2011, the patient said he was not sure where the leak/fluid was coming from. At times he thinks the fluid was coming out where the cassette was loaded or probably the tube overflowed. It was not reported if the leak occurred prior to or after the hc filled him with air. He reported a couple of times the table was wet (it was not reported if these were separate incidents). He reported that on thursday ((B)(6) 2011) he noticed that the 2nd bag (not the heater bag) was full of air, almost like inflated with air. But he still continued with his therapy and at 3 am on friday (feb 18, 2011) he had stomach pain. Since he had a scheduled appointment on (B)(6) 2011 he decided to see his pd nurse and they did an exchange for him. He was given a couple of tylenol tablets to ease the stomach pain. Pd therapy continued without a change in dose. He said there was no pd solution that came in contact with him as a result of the leak. He has already discarded the bag and cassette. There is still tenderness/sore area in his stomach which is more painful during the last part of draining so he just stops the draining early. (B)(4) was able to speak to the patient's nurse on (B)(4) 2011. She confirmed that the patient went to see the doctor in the pd clinic on (B)(6) 2011. The nurse said the patient was very dry when he came in, so they did an exchange and the drain was clear. The patient's stomach pain was improved when he left the hospital. She reported that they followed up with the patient the next day and the patient said the stomach pain/abdominal pain has improved. When asked for causality, the nurse said it's "most likely not related to the home choice machine, I doubt it. And I don?t think it?s due to dianeal or extraneal either." No further information was available.

Manufacturer narrative:
(B)(4). The customer report of a leak was not confirmed as the sample was not returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) obtained additional information from the patient with supplemental information from the nurse. The patient state he was not sure where the leak/fluid was coming out. He thought the fluid was coming out where the cassette was loaded or the tube overflowed. A couple of times he would just see the table to be wet. On (B)(6) 2011, he noticed that the 2nd bag (not the heater bag) was full of air, almost like inflated with air. But he still continued with his therapy and at 3 am on (B)(6) 2011, he had pain in his stomach. Since he had a scheduled appointment on (B)(6) 2011, he decided to see his pd nurse and they did an exchange for him. He was given a couple of tylenol tablets to ease the stomach pain. He has been doing manual exchange for some time, but pd therapy continued without change in dose. He said there was no pd solution that came in contact with him as a result of the leak. He has already discarded the bag and cassette. There is still tenderness/sore area in his stomach until now, more painful during last part of draining so the patient stops the drain cycle early. There were no cuts, slice or holes in the cassette per the patient. The patient's nurse confirmed that the patient went to see the doctor in the pd clinic on (B)(6) 2011. The nurse said the patient was very dry when he came in, so they did an exchange and the drain was clear. The patient felt much better (i.e in terms of the stomach pains) when he left the hospital. They made a follow-up call to the patient the next day to find out his condition and the patient said the stomach pain/abdominal pain has improved. When asked for causality, the nurse said it's "most likely not related to the home choice machine, I doubt it. And I don't think it's due to dianeal or extraneal either". No further follow-up will be done for this case. There was no other information provided.

Manufacturer narrative:
(B)(4). This report is being submitted to address the allegation of the leak and the air filling the patient. A separate report was submitted (1423500-2011-03086) to address the device involved in this incident. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s follow up information will be submitted as it becomes available